Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-apr-2019 with the following findings: during investigation, the pump powered on with a blank display. The pump case was opened and the display was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.